Event description:
A clinical incident involving a super turbovac arthrowand was reported to arthrocare corporation. Following a subacromial decompression procedure, the electrode screen was reported to have detached from the tip of the wand and remains in the patient's soft tissue. No patient injury was reported. There are no plans to reoperate to remove the fragment.